Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal and a damaged ac connector. Functional testing was able to duplicate the reported problem. The dso sensor, dso seal, and ac connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's "charging port out of order". There was unknown patient involvement. The device evaluation found a damaged/detached downstream occlusion seal.